Event description:
It was reported that during an unknown procedure, the clip cannot be firmly applied on the vessel due to an unknown reason. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been. The following information was requested, but unavailable: was there any adverse event for patient?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and the jaws were observed to be misaligned; this condition led to the malformation of two scissored clips. The instrument locked out as intended. A possible cause for the misaligned jaws is due to a load applied to one or both jaws when torque is applied to the jaws while squeezing the trigger.